Manufacturer narrative:
Na

Event description:
Info was received from the provider that the enclosure of the device appears to have been damaged. The pt was using the device at the time of the reported event. The pt did not report any harm. It appears that a failure of the solder joint on the ac inlet caused the event.